Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000167272.

Event description:
It was reported a patient lead had migrated. As a result, surgical intervention may be pending. It is unknown which lead migrated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates both leads had migrated and were repositioned on (B)(6) 2025 to address the issue. Therapy restored.